Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, there was defect in the middle of the lens. Patient contact was observed and procedure was completed on the same day. Additional information was received stating lens was removed and replaced. Patient's symptoms were resolved and there was no patient harm.